Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. In 2004 it was reported that the abdominal aortic aneurysm enlarged; however, there was no evidence of an endoleak. The stent graft was explanted 9 days later. Medtronic received the explanted stent graft and its investigation is pending.